Manufacturer narrative:
An eval of the device cannot be performed as the device was not remained in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: pt is experiencing pain. Pt is reporting that the pain has existed since she had surgery and has not gotten any better. Pt states that hip implant is affecting her walk. Pt also states that when she stands for a period of time and doing chores such as cooking, the thigh muscle would paralyze and the only way it would move is if it is manually moved with her hands. Pt states that surgeon has taken blood tests and x-rays and wants to schedule an MRI. Pt states that the cobalt level in her blood is elevated.